Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
Olm intracranial pressure monitoring kit (icp 110-4b) was inserted. The intracranial monitor stopped displaying a reading after five hours. The staff connected one of their own catheters to the monitor and it worked fine. The catheter was replaced. The pt did not incur an injury as a result of this event. Additional clinical info has been requested.